Event description:
It was reported that there was a loss of therapeutic effect. It was reported that the patient had a return of symptoms, stating that "it doesn't work", and this began about two months ago. It was reported that there was no known accident or incident related to the issue. It was also reported that the patient was told that they may need a battery replacement two years after implant. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4). Product type: programmer, patient: product ID 3093-33, lot# v523343, implanted: (B)(6) 2010. Product type: lead. (B)(4).